Manufacturer narrative:
The device is available for evaluation. However it has not yet reached the manufacturing site for investigation. A follow-up report will be filed once the investigation is complete.

Event description:
It was reported that the device overheated and burned the surgeon's skin during a procedure. No other additional info has been provided by the user facility.